Event description:
During an unknown procedure, the customer reported the evis exera iii xenon light source would not light up. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel was cracked and the locking mechanism was not locking, but still covers pins. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The lamp failure was not reproduced during the evaluation of the device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the failure of the lamp to light up. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to determine the root cause of the reported issue. Olympus will continue to monitor field performance for this device.